Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. The root cause of the vascular damage - peripheral vessel cannot be determined as the bleeding was located in the gi area and the pump was inserted via the right axillary artery. H.6 code 4755 was reported incorrectly on manufacturer device report 1220648-2024-13020. New code was added to component code.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. No product was returned for evaluation. Data logs were reviewed, and the placement signal was observed to be drifting slowly down over a period of seven hours. Additionally, the placement signal was continuously adjusted to counteract downward drift multiple times. The root cause of the optical signal issue was most likely due to sensor wear. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B2 updated to death. B5 updated to include placement signal issue description. H1 updated to death. H6 updated to include optical signal coding and death. Corrections that were made from the initial manufacturer device report number 1220648-2024-13020. D10 concomitant medical products and therapy dates updated. G1 reporting contact email updated.

Event description:
The complainant also reported that placement signal drift was noticed on impella connect. The team stated that the manual aortic signal adjustment was appropriate. No more drifting was noted since this event. The impella 5.5 was confirmed to be in good position.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).

Event description:
The user facility reported a patient with cardiomyopathy presenting with ventricular tachycardia storm and cardiogenic shock was implanted with an impella 5.5 for mechanical circulatory support. Approximately 12 days after support started, it was noted there was no anticoagulation therapy due to a gastrointestinal bleed (gi). Following, gi bleed still present, and two units of packed red blood cells were administered. Additional information noting the patient's status was received and noted care was withdrawn and the patient expired approximately 24 days after start of support. Medical safety review of the event noted there is not enough information to associate use of the device with the patient's demise.